Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down showing amber on status indicator, goes through bios post showing debug codes. Drive/standby indicator is green. Machine check exception, irql_not less or equal. Interrupt exception not handled error message displayed. The errors were causing boot issues which appear to be in windows and not in bios. The customer got a data collection blue-screen error during one of the reboots while on the call. Tech support (ts) had them power down the device, remove the network cable, and then try to power the device back up; however, there was no change. No patient harm was reported. Investigation conclusion: the device was never returned by the customer. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down showing amber on status indicator, goes through bios post showing debug codes. Drive/standby indicator is green. Machine check exception, irql_not less or equal. Interrupt exception not handled error message displayed. The errors were causing boot issues which appear to be in windows and not in bios. The customer got a data collection blue-screen error during one of the reboots while on the call. Tech support (ts) had them power down the device, remove the network cable, and then try to power the device back up; however, there was no change. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down showing amber on status indicator, goes through bios post showing debug codes. Drive/standby indicator is green. Machine check exception, irql_not less or equal. Interrupt exception not handled error message displayed. The errors were causing boot issues which appear to be in windows and not in bios. The customer got a data collection blue-screen error during one of the reboots while on the call. Tech support (ts) had them power down the device, remove the network cable, and then try to power the device back up; however, there was no change. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 02/25/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/25/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down showing amber on status indicator, goes through bios post showing debug codes. Drive/standby indicator is green. Machine check exception, irql_not less or equal. Interrupt exception not handled error message displayed. The errors were causing boot issues which appear to be in windows and not in bios. The customer got a data collection blue-screen error during one of the reboots while on the call. Tech support (ts) had them power down the device, remove the network cable, and then try to power the device back up; however, there was no change. No patient harm was reported.